Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced both hypoglycemia and hyperglycemia around bedtime after recently changing the secondary cgm target; the user had a pre-bed high with multiple insulin deliveries prior to the target change and later went low. Symptoms included feeling nervous. Outcomes included self-treatment with oral glucose and no need for outside assistance or medical intervention. Investigation included review of available use data and user report. Investigation of this case revealed that insulin delivery preceding the target change likely contributed to the subsequent low while the system adapted to the new target, with highs and lows occurring for approximately three hours. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.